Manufacturer narrative:
The actual device was not returned for evaluation. Therefore, the investigation was based on the user facility information and the device history records. No evaluation could be conducted due to the device not being returned. With no device return the exact cause of the reported event cannot be definitively determined based on the available information. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file did not find any other report with the involved product code/lot# combination. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility difficulties with the involved angio-seal device. The following information was provided by the user facility: during right femoral artery puncture, the physician tried to pull back the angio-seal to release the collagen, and the whole vcd came out without any resistance. The inner anchor could not be placed. Bleeding occurred in the procedure room. Manual compression was performed. Ultrasound was performed to locate the anchor. Patient, was hospitalized due to event. Additional information was received on august 8, 2017. Blood loss was less than 250 cc. The patient was reported to be in stable condition.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned for evaluation. No evaluation could be conducted due to the device not being returned. There is no evidence that this event was related to a device defect or malfunction. With no return of the actual device the exact cause of the reported event cannot be definitively determined. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. Conclusions code is unable to be selected at this time. Esubmitter support has been notified.